Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 123 mg/dl. The customer was unable to troubleshoot at the time of the call and was advised to call back. The insulin pump will not be replaced or returned for analysis.

Manufacturer narrative:
Additional information was received which was not included with the initial report. The information has been provided with this report. The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and reservoir tube cracked.